Manufacturer narrative:
The ra lead was disposed of at the facility. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the impedance measurements on this right atrial (ra) lead were higher than 3,000 ohms. Additionally, pacing and sensing were unavailable. A lead fracture near the anchoring sleeve was confirmed through x-ray. Upon opening the pocket, the ra lead was observed to be completely fractured between the distal side of the anchoring sleeve and the insertion part into the blood vessel. The ra lead was cut at the fractured in an attempt to explant the lead. The adhesion of the subclavian vein and blood vessel occlusion were severe and the ra lead was unable to be retracted from the subclavian vein. The adhesion was peeled little by little using a rocking stylet and lead removal dilator, then snare catheter was inserted from the inguinal part and the ra lead was grasped and was completely explanted. No additional adverse patient effects were reported.